Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 1236 mg/dl. Customer was hospitalized due to diabetic ketoacidosis, high blood glucose and high ketones. Customer was still in the intensive care unit at the time of call. Customer was wearing insulin pump at the time of hospitalization. Customer requested for insulin pump to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a small crack on the reservoir tube lip.